Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl. Customer reported that they saw blood glucose in the 300s mg/dl too. Patient's current blood glucose: 204 mg/dl. Customer treated for high blood glucose with bolus. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer declined troubleshoot for high blood glucose. The pump will not be returned for analysis.